Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis. The patient was hospitalized for this event; however, treatment was not reported. At the time of this report, the patient remained hospitalized for the peritonitis. No additional information is available.